Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable is broken at the proximal clevis hub. The clevis does not exhibit any wear. Broken strands stick out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found the following additional damages to the instrument: the tips of the instrument exhibit indentations at the edges. It was concluded that the damage to the tips was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that a wire was sticking out at the wrist of the prograsp forceps instrument. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm adverse outcome or injury was reported.